Event description:
It was reported via legal documentation that a patient had a left hip revision on (B)(6) 2023 and then was revised again on (B)(6) 2023 one month later for infection. The patient was admitted on (B)(6) 2023 to for infection in his left hip. Pre-op diagnosis- infection of prosthetic hip joint. Wound classification: dirty- old traumatic wounds with retained devitalized tissue and those that involve existing clinical infection or perforated viscera. This definition suggests that the organisms causing postoperative infection were present in the operative field before the operation. Intraoperative findings: mainly superficial fluid collection and edema about it. Some ratty tissue deep around capsule but no deep purulence. Procedure: disengaged head and liner. Stem and revision cup were well fixed. No loose screws. Patient was sent to pacu in stable condition. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H10. D10. Concomitant: a162707 - 170-50-00 - biolox delta adapter 16/18-12/14; +0mm h6. Investigation results- biolox delta option femoral head 28mm od with sn (B)(6) was properly released for use. The cause of the patient¿s infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral hip replacements and has had multiple left hip revisions. These devices are used for treatment not diagnosis.